Event description:
The catheter could not be deblocked (the balloon would not deflate and a cardiac output measurement was not possible). Pt involved, however no damage developed." Although requested, no additional info has become available.